Event description:
During a phacoemulsification procedure, two handpieces failed to calibrate. The eye was closed and the pt was transferred to another facility to complete the procedure. No further problems were reported.